Manufacturer narrative:
Product event summary: data files were received containing two patient files on the reported date of the event and five images. The first patient file shows two applications were performed showing a catheter identified as 2af283 of lot number 24109 and patient file number two shows eight applications were performed using a catheter 2af283 of lot number 23430. The patient files did not show any system notices on the date of the event. The failure file was not received. The images received showed a balloon catheter was blood present inside the balloon and coaxial connector, the lot and serial number were not shown. In conclusion, visible blood was confirmed via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle and coaxial umbilical cable, the injection was stopped and the vacuum disabled. A large amount of blood was found inside the balloon. The balloon catheter was replaced along with the coaxial umbilical cable, electrical umbilical cable which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.